Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, a 41 year old patient of unknown gender presented for an endovenous laser procedure. During the procedure, during pullback, and while firing the fiber, the treating physician experienced a burn between the thumb and the second finger through the fiber. The device was set aside and the procedure was completed using a new of the same device. The patient did not experience any harm or injury due to the event. It was reported the burn was minor and the treating physician was treated with a small bandage at the site of the burn. It was reported the device is available for return to the manufacturer for evaluation.